Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: there was no injury to the patient. There was no report of fragments from the device falling into the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.